Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. As part of investigation, further inspection found additional unrelated failure. A dislodged flush tube guide was found. As a result, there was rattling in the housing. The housing was removed, and the flush tube guide was reattached to the instrument. There were no signs of damage inside of the housing. Root cause is attributed to mishandling and misuse. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire at the tip of the tenaculum forceps instrument was damaged although there was no excessive movement or external shock applied to the instrument. The tip did not close well. A backup instrument of the same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. The procedure was delayed for about 5 minutes while the patient was still under anesthesia. According to the surgeon, this event did not impact the procedure or patient¿s health. There was no concern about procedure delay causing any long-term complications with the patient. The customer confirmed that no fragment fell inside of the patient. No known impact or patient consequence reported.